Manufacturer narrative:
Review of updated medical history confirmed no revision has been scheduled / performed. - attachment: [199041 summary.pdf].

Event description:
It was reported that a revision surgery was performed on right hip due to pain, experienced grinding of the hip implant and elevated metal levels.

Manufacturer narrative:
It was reported that a revision surgery was performed on right hip due to pain, experienced grinding of the hip implant and elevated metal levels. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a primary right metal on metal tha was performed on (B)(6) 2009, the patient experienced right hip pain and grinding of the hip implant and elevated metal levels. Considering patient´s condition and symptoms, the surgeon indicated the need for a revision surgery. It is unknown if the revision surgery has already been performed.